Event description:
It was reported that during cine runs with the 9900 system, the monitor screen got very bright and a message was presented that stated x-ray is disabled. There was no report of pt injury.

Manufacturer narrative:
No additional info at this time. When additional info is provided, it will be reported as required.